Event description:
The reporter stated that upon removal of the catheter resistance was encountered. The doctor pulled the catheter until it stretched and broke. This resulted in a small segment of the catheter lost within the patient. No reported attempt was made to retrieve the fragment and no adverse sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.